Event description:
The customer reported via phone call that they had excessive no delivery alarm during manual prime. Customer's blood glucose was 410 mg/dl. The customer took a syringe with insulin to correct. After the troubleshooting was done, customer was advice that the insulin pump is working as designed. Customer decide to bypass the troubleshooting for the high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.